Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a damaged u700 processor on the distribution node pca. The pad was lifted at pin 15 of u700. The root cause for the lifted pad could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A distributor returned a battery pack sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.